Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. As received, the monitor failed incoming functionality testing. Upon investigation, the j1001 on the monitor ca board and the monitor's belt receptacle were damaged. The cause of the test failure was the damaged component and belt receptacle. The root cause of the damaged component and belt receptacle cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor.

Event description:
While servicing monitor sn (B)(4) for an unrelated issue, a reportable issue was detected. Upon receipt, monitor sn (B)(4) failed incoming functionality testing.